Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the flexor high-flex ansel guiding sheath had a leak during a stent implantation for lower extremities procedure. The device was flushed and checked prior to use with no issues detected. The physician advanced the device along the wire guide to the desired location, this is when the leakage of blood was discovered. The physician changed with another same device, and finished the procedure with no issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation a review of the complaint history, device history record, dimensional verification, documentation, drawing, instructions for use (IFU), manufacture instructions, quality control, specifications, a functional test, and a visual inspection of the returned device were conducted during the investigation. The visual inspection and functional test of the returned device confirmed that that the sheath tubing was separated at the proximal fitting. The separated components were connected by a coil from the proximal fitting to the sheath, with the dilator inserted through the proximal fitting. The flare remained inside the proximal fitting, and no other visible damage was noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. However, the sub assembly lot manufactured by a third party listed several nonconformances, including leakage on one device, which was scrapped and not replaced prior to processing the set as normal. The other nonconformances were: coating insufficient/irregular on dilators; transition, poor between dilator and sheath; and dilators burnt in sheath. These nonconformances were unrelated to the failure mode and were destroyed before the order was processed as complete. Therefore, due to the individual nature of product manufacturing and 100% verification of various defects including leak testing in final qc prior to shipping, there is no indication that there is nonconforming product in the field. Furthermore, the instructions for use (IFU) states ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight.¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device available for evaluation: product received on: 07/12/2018. Corrected information: blood leakage was noted between the user end of the sheath valve and the sheath catheter. Device available for evaluation=yes. PMA=preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.